Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely, that the event occurred, due to a failure in the ssd (solid state drive) assembly. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus they received otv errors e116 and e117 on the visera 4k uhd camera control unit during preparation for use in a therapeutic laparoscopy. The procedure was completed with a similar device. There was no reported patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was returned and evaluated. The customer¿s allegation was confirmed when the e116 and e117 error appeared on the screen. After troubleshooting, the evaluation identified that the solid state disk (ssd) assembly was faulty which was identified as the cause for the e116 error. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.